Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 427 mg/dl. Customer reported that difference between blood glucose level 427 mg/dl and sensor glucose level 200 mg/dl was not within range. Device will not returned for analysis.